Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the operating room for a lead extraction, intermittent upper out of range right ventricular pacing lead impedance measurements were observed. Non-sustained right ventricular oversensing episodes were observed months after the impedance anomaly. The lead was explanted and replaced. The device will be kept implanted. No adverse consequences were detected.

Manufacturer narrative:
A partial lead with the distal tip measuring 46.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.